Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the USA stating that the device had hose damage. It is known that the device was used during surgery. It is known that no injuries or medical intervention occurred. There was no add'l info provided.